Event description:
Customer reported channel leaked and insertion tube has scratches. The issue found during an unknown event. There was no patient harm or injury reported due to the event. No user injury reported. Device evaluation found acoustic lens (probe unit) has a scratch which reaches to the glue-layer and inside of light guide lens found dirty.

Manufacturer narrative:
The subject device was evaluated. Device inspection and evaluation found leakage from biopsy channel at both sides. Universal cord (insertion tube) has a scratch. A-rubber has a scratch / connecting tube has a cut, connecting tube has coating peeling. The customer reported issue was confirmed. In addition, the probe unit has scratch reach to glue layer and inside of the light guide lens were found dirty. Furthermore the following findings during device inspection, service repair noted the following: due to damage on ch-tube, water tightness is lost. Objective lens has a scratch. Adhesive on a-rubber is detached. Due to damage on connecting tube, insertion section is too soft. Connecting tube has a wrinkle. Grip has a dent. / control unit has a scratch. S-cover has a dent. Switch box has a dent. Lg-cover glass has corrosion. Ultrasonic probe is loose. Due to wear of angle wire, bending angle does not meet the standard value. Due to wear of angle wire, the play of knob is out of the standard value. Due to deformation of fe lever, u/d knob cannot be locked securely. Due to clogging of nozzle, water removal ability does not meet the standard value. Due to damage on ultrasonic cable, the number of missing element exceeds the standard value. Due to damage on ch-tube, suction volume does not meet the standard value. Due to damage on ws-tube, balloon suction volume does not meet the standard value. Due to a scratch on acoustic lens, insulation resistance value does not meet the standard value. Lg-bundle has breakage. Distal end has a dent. Evaluation findings confirmed the reported issue as leakage from biopsy channel at both sides. Universal cord (insertion tube) has a scratch observed during device evaluation. Investigation is ongoing. This report will be supplemented accordingly following invetsigation.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer.

Event description:
Customer confirmed the event was found during reprocessing of the device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been nearly 10 years since the subject device was manufactured. The device met all specifications at the time of shipment. Based on the results of the investigation, the specific root cause of the dirty light guide lens and damaged probe unit could not be determined at this time. The following information is stated in the instructions for use which may have prevented the issue: "do not apply excessive force to the distal end of the endoscope or bend it. Instrument damage may occur. To prevent a water leak, do not apply excessive force when cleaning the endoscope." Olympus will continue to monitor field performance for this device.